Event description:
The customer reported the system comes up, but does not fluoro. No pt injury was reported for this failure.

Manufacturer narrative:
The ge service rep called the customer and he will try to reseat the pin in the lemo connector. He will call if this does not correct problem. He called the customer and he reseated the pin in the lemo connector and corrected the problem. He will call back if the problem comes back. The system operates as intended.